Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an elective replacement indicator (eri) alert delivered by the device, however the battery voltage and remaining longevity were normal. The eri alert was false and no intervention was performed. The patient was stable and will continue to be monitored.